Event description:
The customer reported that the freedom driver exhibited a continous fault alarm while the pt was riding in his vehicle with the freedom driver plugged into the car charger. The customer also reported that the change-ut of the driver was successfully performed by caregivers. Although the freedom driver exhibited a fault alarm, the driver continued to function as intended. This alleged failure mode posses a low risk to the pt because it does prevent the freedom driver from performing its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.